Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. The customer identified two possible lot numbers (plots): 13882127 (expiry date 01/01/2029, MFR date 02/01/2024) and 13861789 (expiry date 12/01/2028, MFR date 01/01/2024) section e additional reporting contact: (B)(6).

Event description:
The complaint/event involved a 12" smallbore trifuse ext set w/3 microclave® (red, glow ring), 0.2 micron filter, 3 clamps, rotating luer. Upon removing the medication tubing or a syringe from the red port (that the facility uses for an intravenous medication push or for connection to medication tubing for continuous infusion purposes), the inner clear valve became stuck. Although fluid leakage was not noticed at the time, fluid was eventually identified on the linen of a bed. There was no human harm associated with this complaint/event.